Event description:
Recalled red medical ultrasound gel blue, by red medical supplies ltd caused infected seroma requiring antibiotics for over 24 days plus three aspirations and now plastic surgeon consult for scarring, long term cortisone therapy and surgical intervention. The company will not allow refund of recalled infected product that caused the infection. Company website is difficult for nurses and patient to navigate and hours awaiting on the phone. Emails to resource on recall website are not being returned. FDA safety report ID# (B)(4).